Manufacturer narrative:
The reported complaint of an mid:09 (air trap assembly) error message was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed by biomed technician at the customer's site. Upon visual inspection, traces of saline were detected on air trap board. After cleaning the air trap, display fan and pump roller, the console passed all the testing with no issue or error message. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with sn (B)(4).

Event description:
As reported, during pm and stk for thermogard xp ivtm system (sn (B)(4)) at med.tech department, the device displayed mid 09 (air trap defect). There were saline traces on the board. No patient involvement.